Event description:
Device malfunction: failure to deploy-plunger. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "after the engaging of the clip applier to the introducer sheath, it was impossible to pull the trigger (plunger) to initiate the splitting of the sheath." Manual compression was applied to achieve hemostasis. Though requested, no adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.